Manufacturer narrative:
A product evaluation was completed. The reported event of hole was confirmed. A cut or puncture was found on the catheter body at approximately 42 cm from distal tip. The cut or puncture was approximately 2 mm in length. The cut or puncture affected distal lumen. Edges of the cut or puncture did not appear to match up. The balloon inflated clear and concentric and remained inflated for 5 min. No leakage was observed from other through lumen. No visible damage was found from the balloon. Further evaluation regarding related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a hole was found on the catheter during priming before use. Therefore, priming could not be performed. Information regarding the location of the hole was unable to be obtained. There were no patient complications reported.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. The manufacturing process of the subassembly of the catheter was observed completely, including fixtures, high temperature machines, manufacturing process that involves scalpels or blades, and location of the catheters between stations. There is no manufacturing process that involves high temperature or the use of a blade or scalpel in the location of the perforation. As part of the manufacturing process, 100% of the units go through a leak and flow test as per procedure. Based on the documentation and the information available, there is no evidence that indicates that the manufacturing procedures were not followed by the manufacturing personnel, therefore, a root cause could not be established.